Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield pushwire was returned inside the outer carton, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact, and the dps sleeves showed no signs of damage. The distal hypotube found to be stretched with the ptfe shrink tubing still intact, with no damage. The distal and proximal ends of the braid were found open and frayed. The middle section of the braid was open with no damage. The pushwire appeared to be bent at 12.0cm from the distal tip coil, and there were no defects in the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: due to the damaged catheter, the braid could not be pushed out from the catheter lumen. The catheter was cut to remove the braid. ¿ conclusion: based on the returned device, the customer report of "pipeline braid damaged during delivery/retrieval" was confirmed as the distal and proximal ends of the braid were found to be frayed. The customer report of "failure to open at the distal end" was not confirmed, as the distal end of the braid was open and frayed. The cause of the failure to open could not be determined. It is possible that damaged braid contributed to the failure to open. Such damage can occur from resheathing the braid more than twice, over-manipulation, or deployment techniques. However, the cause of the braid damage could not be determined. The hypotube was also found to be stretched and the pushwire was bent. However, the cause of the damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report a pipeline flex with shield technology stent was observed to have damage. The distal end of the stent was rough, resulting in inability to achieve wall apposition. The stent and the microcatheter were replaced together with new ones. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, intracranial aneurysm at the ophthalmic segment with a max diameter of 6.1 mm and a 6.4 mm neck diameter. The landing zone arterial diameter was 2.8 mm distally and 3.9 mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as within target range. Femoral artery access vessel diameter was noted as "normal-caliber vessel". The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label).